Event description:
Patient's tattoo was accidentally hit during laser hair reduction treatment using clarity ii. Cynosure's medical director was consulted on this event and stated, "this is a third degree. I would expect a scar and the wound heals in by secondary intention. Once fully closed, I would recommend silicon gel, massage and either micro needling or non ablative laser resurfacing." Patient was given topical antibiotics as preventative medication. Cynosure clinical determined the event was due to user error. During laser hair removal treatments the tattoo area must be strictly avoided. The clarity ii qsg instructs: "do not treat over or close to tattoos or permanent make up." Due to scarring expected, this is considered a permanent injury and therefore reportable.